Manufacturer narrative:
A correlation between the device and the reported sepsis and driveline infection could not be conclusively determined. Sepsis and driveline infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2016 from what was presumed as acute septic shock, or infection. The patient had complained of flu-like symptoms for a couple days prior but would not come into the hospital to be evaluated. The patient lost consciousness at home and was taken to a local hospital emergency room. The patient never stabilized enough to get transferred to the implanting center and expired at the outside hospital. No confirmatory diagnostics were performed. The patient had been diagnosed (B)(6) 2012 (approximate date not provided and previously not reported) with a superficial driveline infection with very small abscess too small to drain. The patient had been implanted on (B)(6) 2012, so the driveline infection was not perioperative. The patient was placed on keflex for chronic suppression with no readmissions or complications with the driveline infection since (B)(6) 2012. The patient had been on long-standing suppressive antibiotics for the infection. No pump involvement and no factors were documented to show that the device was an obvious contributor. The device was functioning well and there are no plans to return the device for evaluation. No additional information has been provided.